Event description:
It is reported that the device was implanted in 2004 and a revision surgery is pending due to patella edge wear.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. The patient is going to be revised due to patellar edge wear and it was noted that the patient is currently at stage 1 osteolysis. However, based on the available information, a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.